Event description:
Related manufacturer reference number. It was reported that prior to a generator change, oversensing noise was observed on both the right atrial (ra) and right ventricular (rv) leads. The noise was not reproducible. During the generator change, insulation damage was visibly noted on the right atrial lead. The physician used a suture sleeve to patch the damaged insulation. There were no adverse health consequences, the patient was stable and will continue to be monitored.